Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump and was instructed that they could continue using it. They were also advised to call back if the malfunction code reoccurred, which the caller acknowledged and understood.